Manufacturer narrative:
The laser was evaluated in the field on june 26, 2018. Laser was inspected and laser power output was tested with no issues reported. Unable to duplicate reported error. The laser was repeatedly test fired at 180w and no issues where noted. The laser power detector calibration output and laser power output where checked at low, medium and high power settings. No issues where detected. System meets manufacturer¿s specifications and is ready for patient use.

Event description:
It was reported that during preparation the laser goes into standby mode. The fiber was changed several times and the message still appears. The patient was present and the procedure could not be completed due to this event. There was no report of harm to the patient.